Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer stated that the nxt platform (sn: (B)(6)) was put back into service after testing at their facility and confirming it was in good working order. Therefore, the autopulse nxt platform involved in the complaint was not returned to zoll for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse nxt platform (sn: (B)(6)) overheated during a patient call after 30 minutes of use. The customer reported that there were no issues using the nxt platform on concrete, and it functioned as intended during the drive to the hospital. The overheating issue occurred while transporting the patient across the parking lot. It appeared that the platform's vent might have been blocked. The ems crew switched to manual CPR while transporting the patient across the parking lot. The customer added that the nxt platform stopped functioning upon arrival at the hospital during the pulse check. The ems group would not provide any patient details other than the weight, 170 lbs. The patient's status information was requested, but the customer did not provide a response.